Event description:
It was reported that the device was used during a laparoscopic assisted low anterior resection procedure. The device was fired and was stuck in the patient. The or contacted the rep and after reviewing the situation with the surgeon. The surgeon opened the device with the rotating knob to release the anvil from the device. The area was inspected and it was then realized that the device had not cut or stapled. The device was removed, but anvil remained in the patient. The surgeon decided to convert to an open procedure. The surgeon removed the anvil opened a like device and completed the anastomosis. The case was completed. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: did the surgeon experience a higher force to fire? Yes. Were any staples deployed? No. Was the anvil still attached after attempting to fire? Yes. Where in the green zone when the device was fired? (High). Did the surgeon release the safety?yes. How long has the surgeon been using this device? 10 years. How was the case/anastomosis completed? The patient was opened and another circular stapler was used. What stapling technique was used? End to end anastomosis. What the patient's pre-op diagnosis? Ni. Has the patient undergone any treatments that would impact the tissue health? Ni.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.